Event description:
A consumer reported that approx one week to ten days following an intraocular lens (iol) implant procedure, her vision became blurry. Her surgeon diagnosed her with an infection, prescribed different unk eye drops and referred her to a retinal specialist. The retinal surgeon performed cultures and adjusted her treatment medications. The consumer does not know the medical terminology regarding her infection. She is scheduled to continued her eye care with the retina doctor, with hopes that her vision will improve soon. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain info. A completed questionnaire was not rec'd. (B)(4).